Event description:
The account alleged that she saw smoke coming out of the speaker area of the side rail. No injury reported.

Manufacturer narrative:
The account inspected the bed and could find no issue or indications that smoke emitted from the speaker of the side rail. No repair was made, the bed was functioning as designed.